Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 had failed due to a pocket cubie issue. A field service engineer assisted remotely with the recovery of the failed pockets and performed testing of the drawer using the hardware test application. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer failed due to a pocket cubie issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.